Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from instruction for use (IFU) are unknown at the material residue point. There were no reprocessing steps deviations from instruction for use (IFU). Furthermore, no physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented in accordance with the following IFU. The detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign material inside the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.